Event description:
It was reported by the user facility that the remb electric wiredriver would not stop rotating. The user facility was not able to provide any further information regarding the reported event.

Event description:
It was reported by the user facility that the remb electric wiredriver would not stop rotating. The user facility was not able to provide any further information regarding the reported event.

Manufacturer narrative:
The reported event of device running on its own was not duplicated. However, it was noted that the socket pins were bent on the device and tps flex was delaminating, which may have caused the reported event.